Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain titanium large hexed screw (ilrght) was received. Visual inspection of the returned product identified that the screw had fractured at the threads. The screw had noticeable wear due to usage around the threads and the shank. There were significant nicks and gouges around the hex. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system. Three related complaint were identified. Appropriate documentation was reviewed and the following information was identified: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw fracture under section title warnings and precautions. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection. Also, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported that the patient came to the medical office claiming crown mobility. The doctor reported that the was screw fracture. The fractured portion was removed. The reported event was confirmed through visual and physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k072642.

Event description:
It was reported that the ilrght abutment screw fractured in the implant. The fragment of fractured screw was removed and the implant was not damaged.